Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant, the physician had trouble advancing the right ventricular (rv) lead and that it was very tight at the insertion site. Also, the rv lead had to be repositioned five times and it was thought that "the patient's anatomy was working against" the implanter. It was noted the rv lead had great electrical measurements once implanted. The rv lead remains in use. No patient complications have been reported as a result of this event.